Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for initial implant of a right ventricular lead. During the procedure, the physician was unable to fixate the lead in the right ventricle, possibly due to patient related factors. The lead was removed and replaced with another lead. The operation was completed successfully and the patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece. Analysis was normal. No anomalies were found.